Event description:
Patient had a coughing attack. Surgeon believes this forced the screws to dislodge from the bone. Doctor removed plates and screws and repaired the fracture on (B)(6) 2017. Seven screws in total were dislodged. Surgeon does not feel the device failed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics and data analysis as no device was sent back for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The review of the product device history records was performed on the lot number provided. In this investigation no anomalies were discovered. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.